Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.

Event description:
The customer reported two (2) confirmed and one (1) unconfirmed false positive result with the ID now covid-19 2.0 test kit assay for unknown number of patients performed on (B)(6) 2023. This MFR. Report addresses test one (1) of three (3). Confirmation pcr testing was performed and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text: single-use, device discarded.

Event description:
The customer reported two (2) confirmed and one (1) unconfirmed false positive result with the ID now covid-19 2.0 test kit assay for unknown number of patients performed on (B)(6) 2023. This MFR. Report addresses test one (1) of three (3). Confirmation pcr testing was performed and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.